Manufacturer narrative:
Update 03/21/2016 10:42 am (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.(B)(4).

Event description:
Update 02/24/2016 12:22 pm (gmt-5:00) (B)(4):the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip of the jaw sheared off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. *******************************************************************************************update 2/24/2016 09:58 am:the tip of the jaw 'sheared off.' At this point, I don't know if that refers to the insualtion only or the jaw itself.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25119035 and 25119348 the only two lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was torn away from the tip till approximately three fourths of the cold jaw but remained attached at the base of the cold jaw. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip of the jaw sheared off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). The tip of the jaw 'sheared off.' At this point, I don't know if that refers to the insulation only or the jaw itself.